Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for positioning issues of the tr band 2 because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is possible the user is not applying the band correctly initially, leading to slipping on the wrist. Review of the device history record (DHR) could not be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the tr band 2 slipped when applied after removing the radial sheath. The customer stated that if the band slips from its desired location it will likely lead to a late bleed. They also commented that the plastic material on the tr band 2 is slippery compared to the tr band 1. The customer also stated that moving forward they have been extra careful to be sure the skin is extra dry before applying the tr band 2. The patient was in stable condition. The procedure was successful. No patient injury or medical intervention required. Additional information was received on 31 may 2023: they did not have any issues or negative patient outcome. The tr band did not lose air. They successfully achieved hemostasis. The customer stated that the plastic on the new tr band is much more slippery and difficult to place it correctly.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evealuation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.